Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Catalog#: a complete catalog number is unknown as the serial number was not provided. UDI: unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown, as the serial number not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: manufacturing record evaluation could not be performed since serial number is unknown. Lens serial number was not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report received regarding iol model z9002 and deposits. Diopter information was not provided. The doctor relayed the information to a johnson and johnson associate at the american academy of ophthalmology (aao). Upon further follow-up it was clarified that the deposits were on the lens. No further information was provided.